Event description:
Information received by medtronic indicated that communication issue between mobile device and software application. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was advised to use another mobile or wait until the compatibility issue gets resolved. The product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.